Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient had received assistance from a manufacturer representative or healthcare provider and the patient's concerns were resolved.

Manufacturer narrative:
Concomitant product: product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # l69557, implanted: (B)(6) 2000, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3888-33, lot # l69557, implanted: (B)(6) 2000, product type lead. (B)(4).

Event description:
It was reported that the implant wasn¿t working correctly. It was stated that the implant would ¿zap¿ the patient in the back. It was noted that the patient had tried to, but could not turn the implant off. It was stated that the patient physically could not turn off her implant and needed help from others. It was stated that the patient was not getting relief from the therapy. It was stated that the patient only had the ¿zapping¿ feeling and didn¿t have any stimulation. It was stated that the patient had fallen down the stairs about 2 months ago. It was noted that the patient would be meeting with a healthcare provider (hcp) on ¿(B)(6).¿ it was reported that the patient was feeling painful stimulation. It was noted that the patient had fallen on (B)(6) 2014 and that patient¿s stimulation had been different since the fall. It was stated that the patient had an overstimulation sensation. It was noted that the patient had met with a hcp 1-2 weeks ago and both the hcp and a manufacturer representative verified that the device was working. It was stated that one of the patient¿s leads was not working, but the other three were working. It was noted that the day after having met with the hcp, the patient had a lot of pain with the stimulation. It was noted that the patient was still felling pain on the day of this report.